Event description:
It was reported that the patient with this pacemaker mentioned that may have had a syncopal episode and was feeling dizziness. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.